Event description:
It was reported that during a meniscus repair surgery, the t2 of a fast fix 360 could not be deployed. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference cas (B)(4). The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the postt2 setting. The shaft s bent below the distal end and the slider cannot retract. No suture material or implants were returned. A functional evaluation finds it could not cycle as designed due to the shaft being bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.